Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after dinner, with blood glucose rising to 351 mg/dl and remaining above range for approximately three hours despite a meal announcement; troubleshooting and education were provided, including a full supply change, and blood glucose decreased to 306 mg/dl by the end of the initial call and later to 231 mg/dl. Symptoms included a stomach ache and feeling unwell. Outcomes included no hospitalization, no professional medical intervention, no backup therapy use, and no ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alarms, no bent or abnormal infusion component observed, and an unclear cause of the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution trending after supply change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.